Event description:
Information was received indicating that a smiths medical pump failed low infusion rate test. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion ambulatory infusion pumps/cadd solis hpca pumps ? 2110 failing low rate testing was not confirmed during three different accuracy tests, as the device fell within the specification of published +/-6%. The expulsor was trimmed to be in order and bring into a nominal range. Physical condition of device revealed dso seal bubble. Device then passed all functional testing.

Event description:
Investigation completed and summary in h 10.